Event description:
Event description guidant received information that this device had tripped its elective replacement indicator (eri) and impedance measurements were >2500 ohms on the ventricular lead. Additionally, the patient experienced loss of capture.